Event description:
It was reported that the patient had a message about the backup battery (ebb) of the system controller. The controller history was checked and there were indeed 2 messages about the ebb. However, it was indicated that the battery would need to be changed in 18 months. The system controller was replaced, and the defective one was recovered. Log files were submitted for evaluation and began capturing ebb faults on 01mar2025 due to the ebb failing the load test. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: patient sex and weight corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms due to the backup battery not passing the load test on the system controller (B)(6) was confirmed via log file review. Log files revealed that on (B)(6) 2025 at 12:54:25, a backup battery fault associated with the backup battery not passing the load test activated. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first did not pass, the loaded voltage measured 11.943v, and the unloaded voltage measured 0.195v. The alarm remained active for the remaining duration of the reviewed duration. The driveline was disconnected shortly after at 12:56:35 consistent with the reported controller exchange. The controller was powered down at 12:57:05. On (B)(6) 2025, 10:44:10, the system controller was powered on consistent with log file retrieval. There were no other notable alarms active in the log file. Pump operation was not affected by the observed backup battery fault alarm. The heartmate 3 system controller (serial: (B)(6)) was returned for analysis. The controller underwent preliminary and functional testing and passed without issue. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, and no alarms were reproduced. A backup battery fault with an unknown root cause resulting in an alarm was confirmed. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. A root cause for the reported event was unable to be conclusively determined through this investigation. Incidental findings: - superficial power cable damage. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.